Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a010402 captures the reportable event of stent migration. Device code a150207 captures the reportable event of stent difficult to remove. Impact code f23 captures the reportable event unexpected medical intervention. Correction to block b5 due to additional information received on january 10, 2025.

Event description:
It was reported that a tria ureteral stent was used during a procedure, and during insertion, the stent strayed and the pigtail migrated to the ureter, making the removal of the stent difficult. It was also reported that the device was difficult to visualize under fluoroscopy. The stent was extracted with a pair of forceps and was reinserted, which successfully completed the procedure. There were no patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a010402 captures the reportable event of stent migration. Device code a150207 captures the reportable event of stent difficult to remove. Impact code f23 captures the reportable event unexpected medical intervention.

Event description:
It was reported that a tria ureteral stent was used during a procedure, and during insertion, the stent strayed and the pigtail migrated to the ureter, making the removal of the stent difficult. It was also reported that the device was difficult to visualize under fluoroscopy. The stent was removed with a pair of forceps and successfully completed the procedure. There were no patient complications reported.